Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine maintenance it was observed that the console and motor device had an e6 error. The reporter was unable to determine which device was the cause of the error. The device was not used in surgery. No injuries or medical intervention were reported. The reporter could not clarify the exact event date. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.